Event description:
The customer returned the device stating, ¿the downstream occlusion (dso) seal bubbled and delaminated¿; during device evaluation it was found the downstream occlusion (dso) seal was lifting. The event occurred during testing.

Manufacturer narrative:
Device evaluation: customer reported it is impossible to check/verify the overheat alarm. There was no reported patient involvement. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.